Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received no delivery alarms from his insulin pump. The customer's blood glucose levels are unknown. The customer stated that the alarm was resolved by a reservoir, insulin, and infusion set change. Troubleshooting was declined. The product is being returned. Nothing further was reported.